Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 641 mg/dl. Troubleshooting was performed. All the programming was correct. Ran a high-pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time.